Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-aug-2017. The most recent information was received on 18-mar-2022. This spontaneous case was reported by a consumer via lawyer and describes the occurrence of pelvic pain ('pelvic pain / persisting pains'), back pain ('perpetual back pain predominantly on the left side / lumbar pains due to significant tension at the perineal region / acute lower back pain'), escherichia sepsis ('septicemia reaching one ovary / cause of sepsis (e. Coli)'), ovarian abscess ('ischemic ovarian abscess / pathology indicated left ovarian hemorrhagic abscess ') and metal poisoning ('the cause of some symptoms could be permanence of intoxication by heavy metals') in a 45-year-old female patient who had essure (batch no. D30798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis on (B)(6) 2015, bacterial vaginosis (due to gardnerella) on (B)(6) 2015, feeling abnormal in 2014, nocturnal awakening in 2014, exhaustion in 2014, endogenous depression in 2006, multiple caesarean sections (in 2001 and 2004), gravida ii, parity 2, hemorrhoids, asthma, spasmophilia (when she was a teenager), depression (during her second pregnancy, treated with psychotherapy and also elated to her husband¿s cardiac disorders), ophthalmic migraine, smoker in 2011 and allergy to metals (since childhood (not for silver and gold) causing local inflammatory reactions). Lab tests showed that the patient was clinically normal on (B)(6) 2014 and on (B)(6) 2014 on an unknown date (prior to essure insertion) the patient had a negative allergy tests nos. Previously administered products included for troubles sleeping: seroplex in 2012 and stresam in 2012; for recurrent allergic rhinitis: levocetirizine; for an unreported indication: lysanxia, inorial, magnesium and iud. Past adverse reactions to the above products included adverse event with iud; and fatigue with inorial. Concomitant products included doxylamine succinate (donormyl), mephenesin (decontractyl), omeprazole (mopral) and zolpidem. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fatigue ("continuous fatigue / heavy fatigue"), 1 year after insertion of essure. In 2015, the patient experienced sleep disorder ("sleep disorders (feeling ¿knocked out¿ and sleeping for 3 days)"), affective disorder ("mood disorders"), anxiety ("anguish") and depression ("depressive state"). In (B)(6) 2016, the patient experienced back pain (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced flank pain ("pain in the left flank") and abdominal pain upper ("pain in the epigastric region"). In 2017, the patient experienced pelvic pain (seriousness criterion intervention required) and adenomyosis ("adenomyosisespecially at the anterior wall"). On (B)(6) 2018, the patient experienced escherichia sepsis (seriousness criterion medically significant) with pyrexia and pain. On (B)(6) 2018, the patient experienced ovarian abscess (seriousness criterion hospitalization) and menopause ("menopause"). In (B)(6) 2018, the patient experienced insomnia ("insomnia"), amnesia ("immediate memory loss") and disturbance in attention ("concentration disorders"). On (B)(6) 2018, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced neck pain ("cervical pains"), cervical spinal stenosis ("cervical blockage"), headache ("headaches"), myalgia ("muscular pains in the tightsand bilateral quadriceps"), allergy to metals ("allergy to nickel and suspected for cobalt"), ovarian cyst ("pathology indicated right ovarian cystic follicules"), intervertebral disc degeneration ("l5-s1 degenerative disc disease"), eczema ("eczema (after contact with fake jewelry)"), endometriosis ("fibrous endometriosis at the right torus"), asthenia ("intense asthenia"), joint pain ("joint pain"), acute abdomen ("abdominal syndrome"), abdominal pain lower ("lower abdominal pains") and pain in joint involving shoulder region ("mechanical pain in right shoulder") and was found to have fibroma ("several small fibromas"). The patient was hospitalized for 5 days. The patient was treated with amoxicillin sodium;clavulanate potassium (augmentin), codeine phosphate;paracetamol (codoliprane), levofloxacin (lovenox), macrogol (transipeg), metronidazole (flagyl), piperacillin sodium;tazobactam sodium (tazocilline), surgery (bilateral oophorectomy and vaginal hysterectomy with bilateral salpingectomy) and lumbar support belt. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, headache and joint pain had resolved, the escherichia sepsis, ovarian abscess, metal poisoning, neck pain, cervical spinal stenosis, myalgia, affective disorder, anxiety, depression, allergy to metals, adenomyosis, insomnia, ovarian cyst, flank pain, abdominal pain upper, fibroma, intervertebral disc degeneration, eczema, endometriosis, acute abdomen, abdominal pain lower and menopause outcome was unknown, the fatigue, amnesia, disturbance in attention, asthenia and pain in joint involving shoulder region had not resolved and the sleep disorder was resolving. The reporter provided no causality assessment for affective disorder and anxiety with essure. The reporter considered abdominal pain lower, abdominal pain upper, acute abdomen, adenomyosis, allergy to metals, amnesia, asthenia, back pain, cervical spinal stenosis, depression, disturbance in attention, eczema, endometriosis, escherichia sepsis, fatigue, fibroma, flank pain, headache, insomnia, intervertebral disc degeneration, joint pain, menopause, metal poisoning, myalgia, neck pain, ovarian abscess, ovarian cyst, pelvic pain, sleep disorder and pain in joint involving shoulder region to be related to essure. The reporter commented: insertion with no difficulties. The procedure was done via hysteroscopy under neuroleptanalgesia. Both ostium were visible, 3 coils on the right, 3 coils on the left. The patient realized that her health conditions improved after the surgery - hysterectomy. On (B)(6) 2016 a pelvic ultrasound was performed for left flank and epigastric pain. On (B)(6) 2016 she received a prescription for donormyl prn and zolpidem prn. On (B)(6) 2017, podiatrist noted dysfunction leading to significant pressure in the peineal area, possibly responsible for acute lower back pain. Discrepancy noted regarding ischemic ovarian abscess (bilateral in one report and left in another). On (B)(6) 2018, vaginal hysterectomy with bilateral salpingectomy was performed. Histological examinations showed 5 fibromas, adenomyosis. No inflammatory changes were reported. According to the experts: the patient experienced ptsd which was aggravating a pre-existing psychological issue and also caused by sudden surgical menopause. Regarding the general symptoms, there is no certain proof of a causal relationship between them and essure. However, nickel allergy is not ruled out as the patient had proven nickel allergy. The local symptoms can be sufficiently explained by the adenomyosis, endometriosis, and fibromas. The essure inserts might have contributed to it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Abdominal x-ray - on (B)(6) 2015: the essure coils were in place. Blood test - on (B)(6) 2015: negative for pregnancy. Computerised tomogram spine - on (B)(6) 2017: degenerative discopathy at l5-s1. Culture cervix - on (B)(6) 2019: vaginosis due to gardnerella vaginalis. Laboratory test - on (B)(6) 2017: normal. Magnetic resonance imaging abdominal - in 2017: adenomyosis, and persisting pains; on (B)(6) 2018: adenomyosis especially at the anterior wall. Fibromas were visible, essure were still in place, fibrous endometriosis at the right torus. Pathology test - on an unknown date: left ovarian hemorrhagic abscess, right ovarian cystic follicules. Spinal x-ray - on (B)(6) 2016: no discosomatic anomalies or other anomaly. Ultrasound pelvis - on (B)(6) 2016: no significant morphological anomalies; on (B)(6) 2016: no discosomatic anomalies; on (B)(6) 2017: essure coils were in place. Several small fibromas were visible. Ultrasound scan - on (B)(6) 2015: implants were correctly inserted; on (B)(6) 2016: ultrasound due to pains in the left flank and in the epigastric region. The examination was normal and the essure coils were in place; on (B)(6) 2018: normal ultrasound. Urine analysis - on (B)(6) 2018: e. Coli was found in the urine and vaginal samples. Batch no: d30798, production date: 2014-11-03, and expiration date: 2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-mar-2022: patient date of birth was updated; the following events were added: pains in the left flank, pain in the epigastric region, cervical blockage, several small fibromas, l5-s1 degenerative disc disease, joint pain, eczema, fibrous endometriosis at the right torus, intense asthenia, abdominal syndrome, right shoulder pain, lower abdominal pains and menopause; troubles sleeping outcome changed to recovering; fatigue, memory loss and trouble concentrating outcome updated to not recovered; lumbar pain and pelvic pain outcome changed to recovered; medical history, historical drug, concomitant drugs, treatment drugs and laboratory results added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-aug-2017. The most recent information was received on 27-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / persisting pains'), back pain ('perpetual back pain/ lumbar pains / acute lower back pain'), escherichia sepsis ('septicemia reaching one ovary / cause of sepsis (e. Coli)'), ovarian abscess ('ischemic ovarian abscess / pathology indicated left ovarian hemorrhagic abscess') and metal poisoning ('the cause of some symptoms could be permanence of intoxication by heavy metals') in a 42-year-old female patient who had essure (batch no. D30798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2006, multiple caesarean sections (in 2001 and 2004), gravida ii, parity 2, hemorrhoids and asthma. In 2015, the patient experienced fatigue ("continuous fatigue / heavy fatigue"), 1 year after insertion of essure. In 2015, the patient experienced sleep disorder ("sleep disorders"), affective disorder ("mood disorders"), anxiety ("anguish") and depression ("depressive state"). On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced back pain (seriousness criterion medically significant). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). In 2018, the patient experienced escherichia sepsis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced insomnia ("insomnia"), amnesia ("immediate memory loss") and disturbance in attention ("concentration disorders"). On (B)(6)2018, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian abscess (seriousness criterion medically significant), neck pain ("cervical pains"), headache ("headaches"), myalgia ("muscular pains"), allergy to metals ("allergy to cobalt and nickel") and ovarian cyst ("pathology indicated right ovarian cystic follicules"). The patient was treated with codeine phosphate;paracetamol (codoliprane), levofloxacin (lovenox), macrogol (transipeg), piperacillin sodium;tazobactam sodium (tazocilline) and surgery (bilateral oophorectomy and hysterectomy on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, back pain, escherichia sepsis, ovarian abscess, metal poisoning, fatigue, neck pain, headache, myalgia, sleep disorder, affective disorder, anxiety, depression, allergy to metals, adenomyosis, insomnia, amnesia, disturbance in attention and ovarian cyst outcome was unknown. The reporter provided no causality assessment for adenomyosis, affective disorder, allergy to metals, amnesia, anxiety, back pain, depression, disturbance in attention, escherichia sepsis, fatigue, headache, insomnia, metal poisoning, myalgia, neck pain, ovarian abscess, ovarian cyst, pelvic pain and sleep disorder with essure. The reporter commented: insertion with no difficulties, both ostium were visible, 3 coils on the right, 3 coils on the left. The patient realized that her health conditions improved after the surgery - hysterectomy. On (B)(6)2016 a pelvic ultrasound was performed for left flank and epigastric pain. On (B)(6)2016 she received a prescription for donormyl prn and zolpidem prn. On (B)(6)2017, podiatrist noted dysfunction leading to significant pressure in the peineal area, possibly responsible for acute lower back pain. Discrepancy noted regarding ischemic ovarian abscess (bilateral in one report and left in another). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Computerised tomogram spine - on (B)(6)2017: degenerative discopathy at l5-s1. Culture cervix - on (B)(6)2019: vaginosis due to gardnerella vaginalis. Magnetic resonance imaging abdominal - in 2017: adenomyosis, and persisting pains. Pathology test - on an unknown date: left ovarian hemorrhagic abscess, right ovarian cystic follicules. Spinal x-ray - on (B)(6)2016: no discosomatic anomalies. Ultrasound pelvis - on (B)(6)2016: no significant morphological anomalies; on (B)(6)2016: no discosomatic anomalies. Ultrasound scan - on (B)(6)2015: implants were correctly inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-oct-2020: the following information were exchanged: date of birth from (B)(6)1970 to (B)(6)1974, age from 45 to 42 years. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 16-aug-2017. The most recent information was received on 25-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / persisting pains'), back pain ('perpetual back pain/ lumbar pains / acute lower back pain'), escherichia sepsis ('septicemia reaching one ovary / cause of sepsis (e. Coli)'), ovarian abscess ('ischemic ovarian abscess / pathology indicated left ovarian hemorrhagic abscess') and metal poisoning ('the cause of some symptoms could be permanence of intoxication by heavy metals') in a 42-year-old female patient who had essure (batch no. D30798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2006, multiple caesarean sections (in 2001 and 2004), gravida ii, parity 2, hemorrhoids and asthma. In 2015, the patient experienced fatigue ("continuous fatigue / heavy fatigue"), 1 year after insertion of essure. In 2015, the patient experienced sleep disorder ("sleep disorders"), affective disorder ("mood disorders"), anxiety ("anguish") and depression ("depressive state"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain (seriousness criterion medically significant). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). In 2018, the patient experienced escherichia sepsis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced insomnia ("insomnia"), amnesia ("immediate memory loss") and disturbance in attention ("concentration disorders"). On (B)(6) 2018, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian abscess (seriousness criterion medically significant), neck pain ("cervical pains"), headache ("headaches"), myalgia ("muscular pains"), allergy to metals ("allergy to cobalt and nickel") and ovarian cyst ("pathology indicated right ovarian cystic follicules"). The patient was treated with codeine phosphate;paracetamol (codoliprane), levofloxacin (lovenox), macrogol (transipeg), piperacillin sodium;tazobactam sodium (tazocilline) and surgery (bilateral oophorectomy and hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, escherichia sepsis, ovarian abscess, metal poisoning, fatigue, neck pain, headache, myalgia, sleep disorder, affective disorder, anxiety, depression, allergy to metals, adenomyosis, insomnia, amnesia, disturbance in attention and ovarian cyst outcome was unknown. The reporter provided no causality assessment for adenomyosis, affective disorder, allergy to metals, amnesia, anxiety, back pain, depression, disturbance in attention, escherichia sepsis, fatigue, headache, insomnia, metal poisoning, myalgia, neck pain, ovarian abscess, ovarian cyst, pelvic pain and sleep disorder with essure. The reporter commented: insertion with no difficulties, both ostium were visible, 3 coils on the right, 3 coils on the left. The patient realized that her health conditions improved after the surgery - hysterectomy. On (B)(6) 2016 a pelvic ultrasound was performed for left flank and epigastric pain. On (B)(6) 2016 she received a prescription for donormyl prn and zolpidem prn. On (B)(6) 2017, podiatrist noted dysfunction leading to significant pressure in the peineal area, possibly responsible for acute lower back pain. Discrepancy noted regarding ischemic ovarian abscess (bilateral in one report and left in another). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Computerised tomogram spine - on (B)(6) 2017: degenerative discopathy at l5-s1. Culture cervix - on (B)(6) 2019: vaginosis due to gardnerella vaginalis. Magnetic resonance imaging abdominal - in 2017: adenomyosis, and persisting pains. Pathology test - on an unknown date: left ovarian hemorrhagic abscess, right ovarian cystic follicules. Spinal x-ray - on (B)(6) 2016: no discosomatic anomalies. Ultrasound pelvis - on (B)(6) 2016: no significant morphological anomalies; on (B)(6) 2016: no discosomatic anomalies. Ultrasound scan - on (B)(6) 2015: implants were correctly inserted. Batch no: d30798 production date: 2014-11-03 expiration date: 2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-aug-2017. The most recent information was received on 03-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / persisting pains'), back pain ('perpetual back pain/ lumbar pains / acute lower back pain'), escherichia sepsis ('septicemia reaching one ovary / cause of sepsis (e. Coli)'), ovarian abscess ('ischemic ovarian abscess / pathology indicated left ovarian hemorrhagic abscess') and metal poisoning ('the cause of some symptoms could be permanence of intoxication by heavy metals') in a 45-year-old female patient who had essure (batch no. D30798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2006, multiple caesarean sections (in 2001 and 2004), gravida ii, parity 2, hemorrhoids and asthma. In 2015, the patient experienced fatigue ("continuous fatigue / heavy fatigue"), 1 year after insertion of essure. In 2015, the patient experienced sleep disorder ("sleep disorders"), affective disorder ("mood disorders"), anxiety ("anguish") and depression ("depressive state"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain (seriousness criterion medically significant). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). In 2018, the patient experienced escherichia sepsis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced insomnia ("insomnia"), amnesia ("immediate memory loss") and disturbance in attention ("concentration disorders"). On (B)(6) 2018, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian abscess (seriousness criterion medically significant), neck pain ("cervical pains"), headache ("headaches"), myalgia ("muscular pains"), allergy to metals ("allergy to cobalt and nickel") and ovarian cyst ("pathology indicated right ovarian cystic follicules"). The patient was treated with codeine phosphate;paracetamol (codoliprane), levofloxacin (lovenox), macrogol (transipeg), piperacillin sodium;tazobactam sodium (tazocilline) and surgery (bilateral oophorectomy and hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, escherichia sepsis, ovarian abscess, metal poisoning, fatigue, neck pain, headache, myalgia, sleep disorder, affective disorder, anxiety, depression, allergy to metals, adenomyosis, insomnia, amnesia, disturbance in attention and ovarian cyst outcome was unknown. The reporter provided no causality assessment for adenomyosis, affective disorder, allergy to metals, amnesia, anxiety, back pain, depression, disturbance in attention, escherichia sepsis, fatigue, headache, insomnia, metal poisoning, myalgia, neck pain, ovarian abscess, ovarian cyst, pelvic pain and sleep disorder with essure. The reporter commented: insertion with no difficulties, both ostium were visible, 3 coils on the right, 3 coils on the left. The patient realized that her health conditions improved after the surgery - hysterectomy. On (B)(6) 2016 a pelvic ultrasound was performed for left flank and epigastric pain. On (B)(6) 2016 she received a prescription for donormyl prn and zolpidem prn. On (B)(6) 2017, podiatrist noted dysfunction leading to significant pressure in the peineal area, possibly responsible for acute lower back pain. Discrepancy noted regarding ischemic ovarian abscess (bilateral in one report and left in another). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Computerised tomogram spine - on (B)(6) 2017: degenerative discopathy at l5-s1. Culture cervix - on (B)(6) 2019: vaginosis due to gardnerella vaginalis. Magnetic resonance imaging abdominal - in 2017: adenomyosis, and persisting pains. Pathology test - on an unknown date: left ovarian hemorrhagic abscess, right ovarian cystic follicules. Spinal x-ray - on (B)(6) 2016: no discosomatic anomalies. Ultrasound pelvis - on (B)(6) 2016: no significant morphological anomalies; on (B)(6) 2016: no discosomatic anomalies. Ultrasound scan - on (B)(6) 2015: implants were correctly inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2019: patient¿s information was updated. New date of birth and initials provided. Lab data were added, and treatment medications tazocillin, codoliprane, transipeg and lovenox were added. The event septicemia was updated with new information and recoded to escherichia sepsis, and the events ischemic ovarian abscess and follicular cyst of ovary were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (B)(6) (reference number: (B)(4) on 16-aug-2017. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / persisting pains"), back pain ("perpetual back pain predominantly on the left side / lumbar pains due to significant tension at the perineal region / acute lower back pain"), escherichia sepsis ("septicemia reaching one ovary / cause of sepsis (e. Coli)"), ovarian abscess ("ischemic ovarian abscess / pathology indicated left ovarian hemorrhagic abscess ") and metal poisoning ("the cause of some symptoms could be permanence of intoxication by heavy metals") in a 45 year-old female patient who had essure inserted (lot no. D30798) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bacterial vaginosis (due to gardnerella) and gardnerella vaginalis vaginitis in 2015, exhaustion, nocturnal awakening and feeling abnormal in 2014, endogenous depression in 2006, allergy to metals (since childhood (not for silver and gold) causing local inflammatory reactions), ophthalmic migraine, depression (during her second pregnancy, treated with psychotherapy and also elated to her husband¿s cardiac disorders), spasmophilia (when she was a teenager), asthma, hemorrhoids, parity 2, gravida ii and multiple caesarean sections (in 2001 and 2004) and smoker in 2011. Lab tests showed that the patient was clinically normal on (B)(6) 2014 and on (B)(6) 2014 on an unknown date (prior to essure insertion) the patient had a negative allergy tests nos. Previously administered products included: levocetirizine for recurrent allergic rhinitis, stresam and seroplex for troubles sleeping and iud nos, inorial, magnesium and lysanxia. Past adverse reactions to the above products included: poorly tolerated with iud nos and fatigue with inorial. Concomitant products included donormyl [doxylamine succinate], mopral [omeprazole], zolpidem and decontractyl [mephenesin]. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced fatigue ("continuous fatigue / heavy fatigue"), somnolence ("sleep disorders (feeling ¿knocked out¿ and sleeping for 3 days)"), affective disorder ("mood disorders"), anxiety ("anguish") and depression ("depressive state"). In (B)(6) 2016 she experienced back pain (seriousness criterion medically important). On (B)(6) 2016 she experienced flank pain ("pain in the left flank") and abdominal pain upper ("pain in the epigastric region"). In 2017 she experienced pelvic pain (seriousness criterion intervention required) and adenomyosis ("adenomyosisespecially at the anterior wall"). On (B)(6) 2018 she experienced escherichia sepsis (seriousness criterion medically important). On (B)(6) 2018 she experienced ovarian abscess (seriousness criterion hospitalisation) and menopause ("menopause"). In (B)(6) 2018 she experienced insomnia ("insomnia"), amnesia ("immediate memory loss") and disturbance in attention ("concentration disorders"). On (B)(6) 2018 she experienced metal poisoning (seriousness criterion medically important). On unknown date she experienced neck pain ("cervical pains"), cervical spinal stenosis ("cervical blockage"), headache ("headaches"), myalgia ("muscular pains in the tightsand bilateral quadriceps"), allergy to metals ("allergy to nickel and suspected for cobalt"), ovarian cyst ("pathology indicated right ovarian cystic follicules"), intervertebral disc degeneration ("l5-s1 degenerative disc disease"), dermatitis contact ("eczema (after contact with fake jewelry)"), endometriosis ("fibrous endometriosis at the right torus"), asthenia ("intense asthenia"), joint pain ("joint pain"), acute abdomen ("abdominal syndrome"), abdominal pain lower ("lower abdominal pains"), pyrexia ("fever"), pain ("pains"), shoulder pain ("mechanical pain in right shoulder"), abdominal pain ("abdominal pain"), eye disorder ("eye disorder"), skin disorder ("dermatological disorders"), nausea ("nausea"), arrhythmia ("heart rhythm disorders") and ear, nose and throat disorder ("ent disorders") and was found to have fibroma ("several small fibromas"). The patient was hospitalised for 5 days (dates unknown). The patient was treated with tazocilline (piperacillin sodium;tazobactam sodium), codoliprane (codeine phosphate;paracetamol), transipeg [macrogol], lovenox [levofloxacin], augmentin [amoxicillin sodium;clavulanate potassium] and flagyl [metronidazole] as well as surgery (vaginal hysterectomy with bilateral salpingectomy and bilateral oophorectomy) and non-drug therapy (lumbar support belt). At the time of the report, the somnolence was resolving, the pelvic pain, back pain, headache and joint pain had resolved and the fatigue, amnesia, disturbance in attention, asthenia and shoulder pain had not resolved. The outcomes for escherichia sepsis, ovarian abscess, metal poisoning, neck pain, cervical spinal stenosis, myalgia, affective disorder, anxiety, depression, allergy to metals, adenomyosis, insomnia, ovarian cyst, flank pain, abdominal pain upper, fibroma, intervertebral disc degeneration, dermatitis contact, endometriosis, acute abdomen, abdominal pain lower, menopause, abdominal pain, eye disorder, skin disorder, nausea, arrhythmia and ear, nose and throat disorder were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acute abdomen, adenomyosis, allergy to metals, amnesia, arrhythmia, joint pain, shoulder pain, asthenia, back pain, cervical spinal stenosis, depression, dermatitis contact, disturbance in attention, ear, nose and throat disorder, endometriosis, escherichia sepsis, eye disorder, fatigue, fibroma, flank pain, headache, insomnia, intervertebral disc degeneration, menopause, metal poisoning, myalgia, nausea, neck pain, ovarian abscess, ovarian cyst, pain, pelvic pain, pyrexia, skin disorder and somnolence to be related to essure administration. No causality assessment was received for essure with regard to affective disorder or anxiety. The reporter commented: insertion with no difficulties. The procedure was done via hysteroscopy under neuroleptanalgesia. Both ostium were visible, 3 coils on the right, 3 coils on the left. The patient realized that her health conditions improved after the surgery - hysterectomy. On (B)(6) 2016 a pelvic ultrasound was performed for left flank and epigastric pain. On (B)(6) 2016 she received a prescription for donormyl prn and zolpidem prn. On (B)(6) 2017, podiatrist noted dysfunction leading to significant pressure in the peineal area, possibly responsible for acute lower back pain. Discrepancy noted regarding ischemic ovarian abscess (bilateral in one report and left in another). On (B)(6) 2018, vaginal hysterectomy with bilateral salpingectomy was performed. Histological examinations showed 5 fibromas, adenomyosis. No inflammatory changes were reported. According to the experts: the patient experienced ptsd which was aggravating a pre-existing psychological issue and also caused by sudden surgical menopause. Regarding the general symptoms, there is no certain proof of a causal relationship between them and essure. However, nickel allergy is not ruled out as the patient had proven nickel allergy. The local symptoms can be sufficiently explained by the adenomyosis, endometriosis, and fibromas. The essure inserts might have contributed to it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. [Abdominal x-ray] on (B)(6) 2015: the essure coils were in place [blood test] on (B)(6) 2015: negative for pregnancy [computerised tomogram spine] on (B)(6) 2017: degenerative discopathy at l5-s1 [culture cervix] on (B)(6) 2019: vaginosis due to gardnerella vaginalis [laboratory test] on (B)(6) 2017: normal [magnetic resonance imaging pelvic] in 2017: adenomyosis, and persisting pains; on (B)(6)2018: adenomyosis especially at the anterior wall. Fibromas were visible, essure were still in place, fibrous endometriosis at the right torus [pathology test] (date unknown): left ovarian hemorrhagic abscess, right ovarian cystic follicules [spinal x-ray] on (B)(6) 2016: no discosomatic anomalies or other anomalyhttps://by-arg8papp.de.bayer.cnb/img/toolbar/route.gif [ultrasound pelvis] on (B)(6) 2016: no significant morphological anomalies; on (B)(6) 2016: no discosomatic anomalies; on (B)(6) 2017: essure coils were in place. Several small fibromas were visible [ultrasound scan] on (B)(6) 2015: implants were correctly inserted; on (B)(6) 2016: ultrasound due to pains in the left flank and in the epigastric region. The examination was normal and the essure coils were in place; on (B)(6) 2018: normal ultrasound [urine analysis] on (B)(6) 2018: e. Coli was found in the urine and vaginal samples batch no: d30798 production date: 2014-11-03 expiration date: 2017-11-28. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events abdominal pain, nausea, eye or dermatological disorders, heart rhythm disorders, ent disorder were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Further company follow-up with the regulatory authority or the lawyer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-aug-2017. The most recent information was received on 15-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / persisting pains'), back pain ('perpetual back pain/ lumbar pains'), sepsis ('septicemia reaching one ovary') and metal poisoning ('the cause of some symptoms could be permanence of intoxication by heavy metals') in a (B)(6) female patient who had essure (batch no. D30798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient experienced fatigue ("continuous fatigue / heavy fatigue"), 1 year after insertion of essure. In 2015, the patient experienced sleep disorder ("sleep disorders"), affective disorder ("mood disorders"), anxiety ("anguish") and depression ("depressive state"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain (seriousness criterion medically significant). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). In 2018, the patient experienced sepsis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced insomnia ("insomnia"), amnesia ("immediate memory loss") and disturbance in attention ("concentration disorders"). On (B)(6) 2018, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced neck pain ("cervical pains"), headache ("headaches"), myalgia ("muscular pains") and allergy to metals ("allergy to cobalt and nickel"). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, sepsis, metal poisoning, fatigue, neck pain, headache, myalgia, sleep disorder, affective disorder, anxiety, depression, allergy to metals, adenomyosis, insomnia, amnesia and disturbance in attention outcome was unknown. The reporter provided no causality assessment for adenomyosis, affective disorder, allergy to metals, amnesia, anxiety, back pain, depression, disturbance in attention, fatigue, headache, insomnia, metal poisoning, myalgia, neck pain, pelvic pain, sepsis and sleep disorder with essure. The reporter commented: insertion with no difficulties, both ostium were visible, 3 coils on the right, 3 coils on the left. The patient realized that her health conditions improved after the surgery - hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Magnetic resonance imaging abdominal - in 2017: adenomyosis, and persisting pains. Ultrasound scan - on (B)(6) 2015: implants were correctly inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2019: pfs and medical records received: reporter, date of birth, lab data, essure indication and stop date, events pelvic pain, lumbar pain, cervical pains, headaches, muscular pains, sleep disorders, mood disorders, anguish, heavy fatigue, depressive state, heavy and persisting back and lumbar pains, allergy to cobalt and to nickel, adenomyosis, persisting pains, septicemia reaching one ovary, insomnia, immediate memory loss, concentration disorders and the cause of some symptoms could be permanence of intoxication by heavy metals added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.